Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient fell down the stairs and it caused the battery to move out of the pocket. This caused the skin to stick out some. It was reported that the patient had some implant location site pain and some periodic losses of efficacy. Impedance checks showed the leads to be working properly. The program was changed on (B)(6) 2017 to see if that would better support efficacy. It was reported that the patient had an appointment a month after the report to decide if they would move or replace the battery or if additional wire replacement was needed. It was later stated that a replacement was planned. No further complications anticipated.